Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The lot number was not reported and is not available as the site discarded the packaging. Vasospasm is a known inherent risk of the mechanical thrombectomy procedure and is documented in the marksman catheter instructions for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event reference MDR 2029214-2016-00878 for the solitaire referenced in this clinical event.

Event description:
Medtronic received a report that after the solitaire and marksman catheter were withdrawn there was a significant vasospasm observed in the left ica. A total of 6mg of nicardipine was administered through a marksman microcatheter which was delivered to the level of the spasm in the mid cervical ica. The patient, who has been worked up in the past for a tia, presented at the hospital with dysarthria and aphasia in addition to right-side weakness. At the hospital CT demonstrated no intracranial hemorrhage and a dense left ica terminus/m1 segment of mca. Chronic small vessel ischemic disease with early possible ischemic changes in the left basal ganglia/insular region. Tpa was administered. The patient then received angioplasty and stenting of an occluded left internal carotid artery using proximal embolic protection. The nitinol stent (non covidien/medtronic product) was deployed successfully in the ica/carotid bifurcation. Follow up angio demonstrated satisfactory patency of the vessel but with slow antegrade filling demonstrated in the left ica. After cranial images on the left common carotid demonstrated slow antegrade filling of the ica, mechanical thrombectomy was performed. An 014 wire and marksman microcatheter were delivered beyond the level of the occlusion into the left distal m1 segment. The wire was withdrawn and a 6x30 solitaire was delivered from the m1 segment of the left mca across the ica terminus. The solitaire and marksman were withdrawn under fluoroscopic visualization yielding a significant burden of clot. Follow up angio demonstrated tici 2a reperfusion of the left ica territory with persistent occlusion of the left aca at the a2 level and of the mca at the superior division. There was significant vasospasm demonstrated within the left ica. A total of 6mg of nicardipine was administered through a marksman microcatheter which was delivered to the level of the spasm in the mid cervical ica. Post procedure impression noted the acute clot at the left m1 segment resolved. Subtle, acute infarctions at the left insular cortex at the left frontoparietal convexity are stable. There are small vessel ischemic changes and mild atrophy. Patient status post stroke shows significant improvement of right-sided weakness. The patient still has right arm flaccidness and expressive aphasia. The baseline nihss was 15 and increased to 31 at the 24 hour assessment. The nihss at discharge improved to 12 and the mrs was 4. At 90 days the mrs was 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.